Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that when using on the patient, the black line was broken. The procedure was delayed an insignicfacant amount of 5 minutes. The impact to patient was mimnimal due to another device was used to complete the procedure.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Received one used guidewire, stent, and straightener with the original unit packaging. Per visual inspection, the suture was noted to have been broken but the stent tubing presented no breaks. The following functional evaluation was performed: take a guidewire of 0.038 in. Submerged the guidewire and stent in water to activate their coating. Slipped the guidewire through the stent. During the functional test, difficulty was not found when the guidewire was slipped through the stent. Per dimensional evaluation, the sample's dimensions were found within specification: outer diameter = 0.00855 in (specification is 0.009 in ± 0.001 in). The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Suture may be cut off prior to stent placement. Remove suture prior to placement for pediatric patients. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation. Note: the suture may be removed prior to placement or may be removed once indwelling by using an appropriate cystoscopic instrument." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.